Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon interrogation the pulse generator exhibited noise. The patient was reported to experience presyncope episodes. No intervention was performed. The patient was well and would continue to be monitored closely.